Event description:
As reported by the user facility: incident description: fentanyl infusion running through pump multiple air alarms for bubbles that were not visible to nurse. As per protocol air advanced, line disconnected and reprimed, line reprimed via gravity. No effect. Completely new line reprimed according to pump protocol, air advanced with pump, line reprimed with pump, line reprimed via gravity. Still multiple air alarms, pump pulled from service. Nurses have been trying to get this pump to run well for five hours. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.